Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. The customer¿s blood glucose level was in between 36 mg/dl and 400 mg/dl. Customer stated that the transmitter had issue. Customer stated that they were not using auto mode as the sensor was not working. Customer stated that there were no alarms on insulin pump. The insulin pump will not be returned for analysis.